Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the catheter kinked during infusion. The following information was provided by the initial reporter: "it is the catheter that is curved."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photo submitted for evaluation. Bd received one photo. The photo was inspected to identify any curves or bends to the catheter tubing; however, no curves or bends could be observed. Without the sample for further analysis, the defect could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the catheter kinked during infusion. The following information was provided by the initial reporter: "it is the catheter that is curved."